Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corners, cracked reservoir tube window and reservoir tube lip, cracked display window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump has damage on the screen and casing around the reservoir window of the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).